Manufacturer narrative:
It was reported that the patient presented with right knee tenderness. The patient was diagnosed with right knee cellulitis. An aspiration procedure was performed and IV antibiotics were administered. It was also reported that the patient was hospitalized due to pneumonia in the right lung. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient presented with right knee tenderness. The patient was diagnosed with right knee cellulitis. An aspiration procedure was performed and IV antibiotics were administered. It was also reported that the patient was hospitalized due to pneumonia in the right lung.

Manufacturer narrative:
It was originally reported that the patient presented with right knee tenderness. The patient was diagnosed with right knee cellulitis. An aspiration procedure was performed and IV antibiotics were administered. It was also reported that the patient was hospitalized due to pneumonia in the right lung. It was reported later that the patient has joint infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was originally reported that the patient presented with right knee tenderness. The patient was diagnosed with right knee cellulitis. An aspiration procedure was performed and IV antibiotics were administered. It was also reported that the patient was hospitalized due to pneumonia in the right lung. It was reported later that the patient has joint infection.